Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia (B)(6) 2021. Customer stated that blood glucose running high about 300 to 500 mg/dl. Customer's blood glucose value was 40 mg/dl at the time of the incident. Another blood glucose level was 270 mg/dl. Customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.